Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.

Event description:
Patient reported a capsular contracture baker grade lll/lv . This relates to the left side. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade not specified, diagnosed via ultrasound.

Manufacturer narrative:
Clarification to a.2.- year of birth (B)(6) 1967. Clarification to b.3.- date of occurrence 05apr2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side a capsular contracture baker grade lll/lv. Device has been explanted.

Event description:
Patient reported a capsular contracture baker grade lll/lv. This relates to the left side. Device remains implanted.